Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.5mm target lesion was located in a moderately tortuous and a moderately calcified right coronary artery (rca). A 3.50x38mm promus element ¿ long drug-eluting stent was selected to treat the target lesion but the physician noticed that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts on one row at the centre of the stent and on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. There were no issues noted with the profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.5mm target lesion was located in a moderately tortuous and a moderately calcified right coronary artery (rca). A 3.50x38mm promus element long drug-eluting stent was selected to treat the target lesion but the physician noticed that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.